Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was 6 occurrences of fibrin in tube, 2 occurrences of poor barrier separation of sample and 4 occurrences of missing additive. The following information was provided by the initial reporter: customer has reported repeated incidents of clotting problem when samples are collected into 367958. 20 min allowing time for sample to clot, it was centrifuge but serum has become solidified after separation. Lab staff has tried to thaw serum in an incubator to extract serum. Before using the collection tube of this batch there was no clear gel separator at the bottom of the tube. The samples collected also didn't centrifuge properly and has been reported from different collection centres.

Manufacturer narrative:
H.6. Investigation summary: bd received 100 samples and 4 photos for investigation. The photos were reviewed and the indicated failure modes of fibrin, poor barrier separation, and gel air bubbles was observed. Missing gel was not observed. Additionally, the customer samples were evaluated. The samples were tested and upon completion, missing additive and gel air bubbles was observed. 100 retained samples of the incident lot selected from bd inventory were visually inspected and no missing additive, missing gel, or gel air bubbles was found. Complaints for sample quality were not under statistical control for the month of august 2023, therefore additional clinical testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode (fibrin) because the defect was evident in the testing of the complaint lot samples. Replicates of customer returned samples of lot 2017134 showed a degree of the defect. All other visual observations of both customer returned samples and control samples tested demonstrated clinically acceptable performance including barrier separation and gel air bubbles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin,(based on photos and returned samples), poor barrier separation(based on photos), missing additive (based on returned samples), and gel air bubbles (based on photos and returned samples). This complaint is unconfirmed for missing gel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. D.1. Device available for eval: yes. D.1. Returned to manufacturer on: 22-aug-22.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was 6 occurrences of fibrin in tube, 2 occurrences of poor barrier separation of sample and 4 occurrences of missing additive. The following information was provided by the initial reporter: customer has reported repeated incidents of clotting problem when samples are collected into 367958. 20min allowing time for sample to clot, it was centrifuge but serum has become solidified after separation. Lab staff has tried to thaw serum in an incubator to extract serum. Before using the collection tube of this batch there was no clear gel separator at the bottom of the tube. The samples collected also didn't centrifuge properly and has been reported from different collection centres.

Manufacturer narrative:
B5: describe event: it was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was 6 occurrences of fibrin in tube, 2 occurrences of poor barrier separation of sample and 4 occurrences of missing additive. The following information was provided by the initial reporter: customer has reported repeated incidents of clotting problem when samples are collected into 367958. 20min allowing time for sample to clot, it was centrifuge but serum has become solidified after separation. Lab staff has tried to thaw serum in an incubator to extract serum. Before using the collection tube of this batch there was no clear gel separator at the bottom of the tube. The samples collected also didn't centrifuge properly and has been reported from different collection centres.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was 6 occurrences of poor barrier separation of sample/2 occurrences of insufficient gel in tube and 4 occurrences of gel smearing. The following information was provided by the initial reporter: customer has reported repeated incidents of clotting problem when samples are collected into 367958. 20min allowing time for sample to clot, it was centrifuge but serum has become solidified after separation. Lab staff has tried to thaw serum in an incubator to extract serum. Before using the collection tube of this batch there was no clear gel separator at the bottom of the tube. The samples collected also didn't centrifuge properly and has been reported from different collection centres.